Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been hospitalized at multiple hospitals due to seizures. No other relevant information has been received to date.

Event description:
It was reported by the mother that the patient is also experiencing a lot of pain and is referred for surgery due to this along with the reported increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was later reported that the patient's generator was replaced due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem; corrected information; initial MDR inadvertently omitted information known prior to submission.